Manufacturer narrative:
Continued e1 phone number (B)(6). Continued h6 (health effect impact code): f2203 imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. Device photo analysis: device photograph(s) for the device related to the reported event of rupture was reviewed on (B)(6) 2023. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lymphadenopathy: unable to observe as it is a medical event that is not related to the device. Product discolored: unable to observe as it is a medical event that is not related to the device. Additional observations: red particles were observed on the gel. It is not possible to determine the lot number or catalog through the photos provided. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for the event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and lymphadenopathy.

Event description:
Complaint against right side device. Healthcare professional later reported rupture of the right device. The device was explanted and replaced with a non-allergan device.